Manufacturer narrative:
(B)(4)

Event description:
The customer reported elevated initial troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system and access accutni calibrator. The original results were released out of the laboratory. As a result, the patient was admitted to the hospital. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome received from the customer. A second sample, analyzed on the same instrument, produced a lower result, within the normal reference range. The customer then reanalyzed the original sample, on the same instrument, and recovered a lower result, within the normal reference range. The patient¿s samples were collected in serum separation tubes (sst) and centrifuged in a stat spin centrifuge for two minutes. The customer stated the original sample had material clinging to the side and sample quality was not good. Quality control (qc) and system checks were within specifications at the time of the event. No system issues were noted.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was declined as the customer did not question system performance. In conclusion, sample integrity is the likely cause of the reported incident.